Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that an empty reservoir alarm occurred on (B)(6) 2013. No patient symptoms were reported. The device system delivered lioresal. It was later reported that the alarm due to zero ml reservoir volume reached was current and was confirmed by telemetry. The healthcare provider (hcp) and patient elected to not refill the pump at the time of the report due to the patient¿s medical condition and the patient being in hospice. The patient was unable to present for a refill due to the medical condition. It was also reported that the low reservoir alarm occurred on (B)(6) 2013 and the hcp believed the empty pump occurred approximately 2 weeks prior to the report. The patient was given oral baclofen and was doing fine. The hcp inquired into pump off mode and requested a pump off authorization form.